Event description:
The customer alleges that the stem on the nebulizer broke off while administering treatment to a pt. No pt harm reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. The device history records reviewed indicated that there were no issues related to a functional test on the product nor its components during the manufacture of the material. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation, it is necessary to evaluate the sample involved in the incident. Customer complaint cannot be confirmed, due to the lack of product sample or picture to perform a proper investigation and determine the root cause. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code available at the facility nor is it being manufactured at the time. If the physical sample becomes available this complaint will be reopened.